Event description:
It was reported that pump displayed malfunction alarm with code that required reset, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged understanding of instructions.